Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material was not identified, hence; a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use, the method is described in the manual of th gf-ue160-al5: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects inside of the light guide lens of the gastrovideoscope. There were no reports of patient involvement.